Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have lead to the adverse event reported. Complaints will continue to be reviewed and monitored for trends.

Event description:
Patient underwent transcarotid arterial revascularization where the physician had difficulty advancing the arterial sheath into position. Physician had further difficulties advancing the guidewire to the lesion after reverse flow was established. Subsequent steep angle angiogram revealed dissection plane. Attempts made to retract the sheath and maneuver around the plane were unsuccessful. The sheath was removed, and access was regained through a new access point. The procedure was performed successfully and a second stent was placed proximally to the sheath tip. Patient remained stable throughout procedure and awoke neurologically intact.